Event description:
Vns patient could not tolerate a normal mode output current setting above 0.75ma. It was reported that when the patient's device is programmed to 1.0ms normal mode output current, the patient experiences cramping in their neck muscles during stimulation. The patient's device reportedly cannot be programmed above 0.75ma normal mode output current due to head jerking which wakes them from sleep. It was reported that the patient tried for a long time to tolerate a normal mode output current above 0.75ma, but that it continued to wake them from sleep. At follow-up visit with treating neurologist, the patient's device was swiped with the magnet to initiate a magnet mode stimulation cycle at 1.0ma output current. The patient reported did not seem to be bothered by magnet mode stimulation at 1.0ma output current, although patient continue to indicate that they are unable to tolerate stimulation above 0.75ma. Device frequency was reduced from 30hz to 20hz in an effort to alleviate the patient's discomfort during normal mode stimulation. The patient reportedly experienced a "huge seizure" later that evening, after which they were admitted to an epilepsy monitoring unit for further evaluation. While hospitalized, the patient's device was programmed to off so that they could undergo an MRI. Treating neurologist is considering generator replacement surgery. Investigation has been unable to determine the cause of the patient's inability to tolerate stimulation at a therapeutic level. Treating neurologist indicated that she cannot physically see the neck twitching and has not witnessed the head jerking. Based on known device settings, generator battery end of life is not likely. Review of device programming history and device diagnostic test date did not reveal any anomalies. The patient was discharged to home and has not yet been seen for follow-up.